Event description:
Dealer advised unit shutting down. Dealer advised tried two different circuits in the end user home and still having the same issue. Dealer advised had the unit in shop and can not duplicate issue. Spoke with tech. Dealer hung up received information from tech.